Manufacturer narrative:
The pump was received with a blank display, problem isolated to the electronic assembly. Unable to verify unexpected failed battery test or battery failed alert and perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to the blank display. (B)(4).

Event description:
Information received by medtronic indicated that insulin pump had failed battery alarm. Customer stated that she tried different brand new battery but still getting battery failed. Battery contact are not missing, damage or corroded. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. The device will be returned for analysis.